Event description:
It was reported that during a routine check-up, the cardiosave intra-aortic balloon pump (iabp) gave an opening control error 14. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), h6 (health effect ¿ clinical code).

Event description:
N/a.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they adjusted the pressure regulator as it had a faulty setting. The issue persisted. The fse replaced the pressure regulator, but the issue persisted. The fse recommended replacing the compressor. The customer has not received parts at this time. If any further information is provided, the investigation will be reopened and adjusted accordingly.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has an error code 6 warning.